Event description:
Ivantis requested follow-up information from the initial reporter on three separate occasions (B)(6) 2020, (B)(6) 2020, (B)(6) 2020), but no response was received.

Manufacturer narrative:
The explanted hydrus microstent was returned to ivantis and evaluated. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. The delivery devices used for implantation and explantation were not returned, so a sample hydrus delivery system (confirmed in advance to meet specifications) was used for functional testing with the explanted microstent. The microstent was subjected to dimensional analysis and visual inspection and met all specifications. Functional testing was performed using the explanted microstent and the manufacturer-supplied delivery system; all processes including advancement, release, retraction, and recapture were smooth, normal, and reproducible. Based on the event information provided by the initial reporter and the findings showing the microstent met specifications, the cause of the ocular pain and need for intervention were attributed to device malposition. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Device identifiers have been requested. The hydrus microstent is being returned to the manufacturer for evaluation; the device investigation findings will be provided in a supplemental report. Eye pain, microstent malposition, and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2020, the surgeon reported he will likely explant a hydrus microstent from a patient that was implanted four weeks prior (mid-(B)(6) 2020). According to the surgeon, the microstent appeared to be malpositioned and was "causing the patient a lot of pain". It was later learned that the device was explanted on (B)(6) 2020. Additional information has been requested.